Manufacturer narrative:
(B)(4). Date sent: 01/11/2022. Additional information was requested, and the following was received: was the leak noted in the rectal stump? Air leak after anastomosis testing did they intend to do an anastomosis in the original procedure? Colorectal anastomosis was done and left in situ and an ileostomy was preformed was an anastomosis performed? Yes, the patient will do a contrast rectal exam this month to see if we can close de ileostomy (he had endosponge for 8 weeks).

Manufacturer narrative:
(B)(4). Sent: 12/16/2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: what were the indications for surgery? Rectal cancer. Did the patient receive any preoperative chemotherapy or radiation? Yes. When was the staple retaining cap removed? Yes. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Visual and manual control, bladder was away from stapler, pin in the center of pelvic cavity. Was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? No. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? Yes. Can more information be provided about staple form? No. Is the ileostomy temporary or permanent? Depends on posterior rectal evaluation, size of rectal stump fistula. What is the current status of the patient? Well, doing qt. Is the device available for return? No.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery?. Did the patient receive any preoperative chemotherapy or radiation?. When was the staple retaining cap removed?. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws?. Was the device difficult to close?. Was the device closed and repositioned multiple times prior to firing?. Was the device difficult to fire?. Was the distal transection completed in one or multiple firings?. Can more information be provided about staple form?. Is the ileostomy temporary or permanent?. What is the current status of the patient?.

Event description:
It was reported that after shooting the contour, 1 staple was malformed. Air leakage test was performed, and a leak was verified. It is unknown if the surgery was delayed. Prevention ileostomy was created. There were no fragments generated. Procedure: sigmoidectomy